Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The cutter blade appeared physically damaged and mangled. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blade on the bisector was did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.